Event description:
It was reported to the territory manager by the physician that during a transfemoral case he experienced resistance in the handle. The handle was tight, and he missed a portion of the lesion during the deployment. Physician believes that he pushed out the stent as he was struggling with the handle. Case was completed with a competitors stent. No harm to the patient. The case happened during the month of october but exact date is unknown.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis, and a serial number was not provided from the field. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported to the territory manager by the physician that during a transfemoral case he expereinced resistance in the handle. The handle was tight, and he missed a portion of the lesion during the deployment. Physician believes that he pushed out the stent as he was struggling with the handle. Case was completed with a competitors stent. No harm to the patient. The case happened during the month of october but exact date is unknown.

Manufacturer narrative:
Device analysis and investigation is in-process.